Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (via a manufacturer representative (rep)) who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient was feeling belly stimulation instead of getting stim in their lower back and legs. The patient stated that she uses her spinal cord stimulation (scs) system for rsd and neuropathy. In the end, the rep was going to perform programming on the day of the report to address the issue. It was reported that the lead placement was higher than what was expected to be needed for the patient's pain pattern. No further complications are anticipated.